Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer used a different charging cable, which resolved the issue, and was informed that using non-tandem charging supplies is not recommended unless for troubleshooting. Tandem technical support agreed to send replacement charging supplies via two-day shipping.